Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2016 with the following findings: a review of the pump¿s black box revealed the data from the date of the complaint had been overwritten. The current black box did not show any evidence of a ¿no power or unexplained pump reboot. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery cap measures were within specification. The battery compartment was intact. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump.